Event description:
Boston scientific crm received information that the right ventricular defibrillation lead associated with this cardiac resynchronization therapy defibrillator (crt-d) presented with high pacing impedance measurements over the last twelve months. The measurements have varied between 1900 and 2276 ohms. In addition, the thresholds were also variable between 2.2 and 4 volts. All other lead measurements were within normal parameters. No adverse patient effects were reported.

Manufacturer narrative:
The crt-d was reprogrammed to increase the pacing outputs. At this time, this crt-d and lead remain implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.